Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Test failure during service, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test. The product analysis lab (pal) evaluated the device. External and internal inspection were performed and no problems were found. A continuity test between power entry module (pem) rear ground prong and door post was performed and resistance decreased when the door post screw was tightened. The cause for ground bond failure was determined to be poor connection at the door frame to door post interface. Scrap the door post. Device was sent to service.